Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was explanted due to inaccurate diopter. Cause of the event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).